Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated parathyroid hormone (pth) result generated on unicel dxi 800 access immunoassay analyzer for one patient's sample. The result was reported out of the laboratory, and questioned by the physician. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was lithium heparin plasma, and was processed via the automation line. Level 3 qc was out of the specifications low prior to the event, but qc results were within the specifications upon repeat. System checks performed on (B)(4) 2011 and (B)(4) 2011 were within the specifications. Service was offered but declined by the customer as the customer believed this event was sample related and was not questioning the instrument performance. No clear root cause for the event has been determined to date.